Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. The following sections were corrected: d2, d4, g1-2. D-4: primary device identification (UDI) number is not applicable as the lot number of the device is unknown. D-4: this device is sold outside the us and therefore no gudid information exists. This device is considered similar to (B)(6). G-4: the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is exempt_us_28. The product involved in the reported event was not returned for investigation; however, a photo was provided and reviewed which confirms a broken drill bit. Nothing further can be gained from the photograph. A review of the device manufacturing records could not be performed due to missing lot number. Device is used for treatment. Review of the complaint history found no additional related complaints for this item. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ poland. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a fractured drill was included in the rotation kit, which was returned from the hospital. No impact or consequence to the patient has been reported. No additional information is available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3, h6, h11. The following sections were corrected: e1 - reporter name, g4 - PMA/510(k) number. H11 - attempts have been made to gather all product identification information and no further information has been provided. Complaint can be confirmed through the returned product analysis. The product involved in the reported event was returned for investigation. The drill was found fractured within the fluted cutting region, with minor nicks on the non-cutting edges of the flutes. No additional damage was observed during visual inspection. The device¿s field age is unknown due to an untraceable lot number. Dimensional analysis showed the drill undersized at 3.135 mm versus the nominal 3.2 mm (+0.00 / -0.05), likely influenced by minor surface scratches and wear. The device history record was not reviewed due to missing lot number. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.